Event description:
Unomedical reference number (B)(4). Event occurred in united sates. On (B)(6) 2024, it was reported that patient faced an issue with three infusion set cannula was bent. The blood glucose level was 400 mg/dl at the time of first incident and 250 mg/dl at the time of second and third incident. The site of insertion was at abdomen. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02004 - device 2 of 3.